Event description:
The reporter contacted animas on (B)(6) 2014 alleging an inaccurate delivery issue. The reporter stated that the patient had a blood glucose (bg) of 17.9mmol/l with nausea. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) reviewed the pump and all settings are correct. This report is being made due to the inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/15/2014 with the following findings: the daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Pump passed delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.